Event description:
Patient reports having had persistent symptoms of an allergic response since surgery was performed using a depuy spine (B)(4) and halos bone graft replacement. Patient reports it was initially believed that the wound-closing adhesive that was used was causative. However, adhesive is no longer present and the symptoms have persisted. No intervention has been performed at this time. See mfg medwatch report no. 1526439-2012-00089 for the (B)(4) that was also involved in this event.

Manufacturer narrative:
No product is available for evaluation. Review of the device history records cannot be performed as the lot codes are unknown. The surgeon examined patient and considers skin lesions to be a form of erythema multiforme or chronic/relapsing urticaria. He reports that erythema multiforme occurs within days of exposure, often to drugs. Reports chronic/relapsing urticaria is an allergic reaction. Implant material sensitivity, or allergic reaction to a foreign body is listed in the bengal cage IFU as a possible adverse effect. Surgical intervention has not been performed. No conclusions can be made as to the cause of the patients allergic response symptoms.

Manufacturer narrative:
Information is limited at this time. Surgical intervention has not been performed. No conclusions can be made as to the cause of the patients allergic response symptoms. Product remains in patient.